Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion which was reproduced as a false upstream occlusion alarm during evaluation. A review of the event history log identified a single 'upstream occlusion!' Alarm on 14 april 2020. The cause was determined to be the ultrasonic sensor requiring calibration. The sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.